Manufacturer narrative:
Catalog number - unknown. Lot number - unknown. Expiration date - unknown due to unknown catalog number & lot number. UDI - unknown due to unknown catalog number & lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown catalog number & lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the sheath buckled while advancing over a .035 wire. The patient was fine, and the procedure was successful. Additional information was received on 03 oct 2022: the type of procedure being performed was a femoral access procedure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9 and to provide the completed investigation results. One 6fr destination sheath with its dilator fully mated were returned for product evaluation. No visual abnormalities were seen on the sheath or dilator. The length of the sheath was felt by finger and a slight deformation was felt 8.1cm from the sheath tip. The complaint can be confirmed for sheath mechanical damage based on the deformation felt on the sheath. The exact root cause of the deformation could not be determined. The complaint mentions that the sheath buckled during the procedure, which may have caused this deformation. The exact cause of the sheath buckling could not be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).